Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported via the manufacturer's representative (rep) the patient went to their office on (B)(6) due to experiencing pain and swelling around the implantable neurostimulator (ins). The healthcare provider (hcp) worked up the patient to rule out an infection including aspirating the fluid out of the pocket. The hcp determined there was no infection. The patient returned to the doctor's office on (B)(6) with the same complaint of fluid and pain around the pocket. The doctor and patient decided for safety reasons to explant the device since the fluid collection continued and there was no clear explanation for the tissue or what led to the event. The ins and leads were explanted on (B)(6). Following explant of the system the issue was resolved.